Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a pressure verification step during testing. The device's sensor board and system board were replaced to address the issue. The device was tested and passed all final testing. In addition, the device was visually inspected and found no evidence of foam degradation. The sound abatement foam was replaced preventatively.